Event description:
While using a bard hydro-surg plus laparoscopic irrigator w/ nezhat-dorsey smoke evac trumpet valve, to irrigate an anastamosis during a laparoscopic gastric bypass, the water could not get through the trumpet valve, then a small amount of water passed. The valve was disconnected from the irrigation probe. The practitioner opened the system, manipulated the trumpet, when small pieces of black, pliable, plastic chards were seen in the shaft of the trumpet valve. They trapped this to get the chards out and then a tubular piece, approx one inch long came out of the device. The disposable set was disconnected from the irrigation and removed it from the field. It is not thought any of this material entered the body of the pt because the set was occluded.